Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was not removing air from the cartridge prior to filling it.